Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was used during a procedure performed on (B)(6), 2012. According to the complainant, during the procedure, inside the patient, the balloon was discovered to have holes in it. A second cre balloon was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been made, however no information has been received. If any further information is obtained, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed.